Event description:
Sorin group (B)(4) received a report of a low blood flow and pressure during a procedure which resulted in an alarm stopping the pump. Hand-cranking was used to maintain blood flow until a replacement pump head was available. The user then attempted to replace the pump head while the motor was turning which resulted in a loud noise and another error message so the unit was powered down to allow installation of the new pump head. Once the replacement pump head was installed, the issue was resolved. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufacturers the centrifugal pump console. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report of low blood flow and pressure during a procedure which resulted in an alarm stopping the pump. Hand-cranking was used to maintain blood flow until a replacement pump head was available. The user then attempted to replace the pump head while the motor was turning which resulted in a loud noise and another error message so the unit was powered down to allow installation of the new pump head. Once the replacement pump head was installed, the issue was resolved. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when investigation is complete.